Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported through the attorney for the patient, as a result of a legal claim, that alleged the patient "had right hip replaced." It was further alleged that "the hip broke within a few days after the original surgery and got infected."